Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient fell a few days prior to the report in (B)(6) 2017 and started experiencing knee pain. The patient¿s stimulation had been bothersome since implant, and the patient also had preexisting back and neck pain which was being treated by the device/therapy. The patient met with a manufacturer representative on the day of the report and now she ¿can¿t stand the stimulation.¿ the patient was feeling fine when she left the health care provider¿s office, but as soon as she got out of the car, she could feel the stimulation going through her left side of her rib cage, her whole left side, and now her knee is hurting worse than it was and her legs seem swollen. The patient can¿t walk on it. The stimulation is making her shaky and her leg is heavy. The stimulation always does this when it¿s too high. The stimulation is bothersome and the patient¿s health care provider¿s office was closed at the time of the report. The patient was assisted with turning stimulation off for the time being. The patient was going to contact the manufacturer representative on (B)(6) 2017, and she was going to keep charging the implant and keep the stimulator down. The patient stated that it really doesn¿t help at 200 which was where it was at the time of the report. The patient noted that she was ¿grouchy¿ and in pain. The patient couldn¿t get good coupling with the implantable neurostimulator recharger due to the pain she continues to have with the implant. The patient had poor telemetry or no telemetry with recharging and poor coupling. She sat an hour and 5 minutes and couldn¿t get 1 or 2 boxes to come up. The patient met with the manufacturer representative on the day of the report and she put it ¿right on it,¿ and she ¿got it full.¿ the patient feels like she has difficulties reaching back to the area because of her neck and back pain so she guesses that she is not hitting the place right. When she does charge, it takes 2-3 hours and she does it every night. The manufacturer representative said that it checked out okay. The patient was charging at the time of the report and confirmed that she was seeing 8 full coupling bars., and the implantable neurostimulator battery is showing very little battery life. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-aug-29. The rep stated that the patient never said that they had stimulation on their whole left side that was too high. The rep saw the patient on (B)(6) 2017 for reprogramming of their stimulation to get coverage in their low back. The rep never saw the patient after they got out of the car so it was unknown what actions were taken to resolve the issue as the rep never heard from the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the stimulation changing was that the patient noticed the issue when they were walking to their car after a reprogramming session. The patient stated that the device was too high (stimulation was flying through the patient). The patient stated that they kept stumbling, and they fell once on their face and it caused more pain. The patient stated it felt horrible. The patient stated that nothing was done to resolve the issues. The patient called the manufacturer's representative (rep) and they were not available. The patient stated that they never got a call back and the device has been off, as they are afraid to use it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative on (B)(4) 2018. It was reported that the patient did not want not to use the stimulator anymore because it did not give them pain relief all over their body. The patient was going to apply for medical (B)(4). The issue was resolved without surgical intervention. No further complications were reported.